Event description:
According to the event description: "infusion pump has problems, after the programmed time it shows a delay."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was received in an original, undamaged packaging. The device history was read out and analyzed. The user reported a delay in infusion time without providing the date of the incident or the program currently in use. This analysis is based on the usage data stored in the equipment's history. Date of last flow rate setting: (B)(6) 2025, selected syringe: b. Braun omnifix 50, set flow rate: 100 ml/h, infusion start time: 4:42:35 pm, infusion stop time: 4:43:15 pm, infused volume: 1.14 ml, infusion duration: 40 seconds. The measured infusion duration and infused volume are proportional to the set flow rate. This suggests that the procedure may have been a functionality test of the equipment. Last volume setting: (B)(6) 2025, selected syringe: b. Braun omnifix 20 (used until the last infusion on (B)(6) 2025), set volume: 14 ml, maintained flow rate: 7 ml/h, total volume already infused: 204.18 ml (not reset by the user), multiple infusions and syringe changes recorded, last syringe change: (B)(6) 2025 at 4:26:00 am, infusion start time: 4:26:11 am, infusion stop time: 4:47:44 am. The current infusion shows no technical anomalies. The measured values align with the configured parameters. The usage history indicates regular operation and correct parameter settings. The reported delay could not be conclusively verified and may have been part of a test procedure. The device showed normal signs of usage. During the functional check, the reported infusion therapy was simulated. No malfunction could be recognized. A flow measurement was performed according to iec/en60601-2-24. All values were inside the specification of the IFU. Therefore, the defect could not be confirmed. The device works according to the specification. A product deviation could not be identified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.